Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months. Device evaluation: the reported pump stoppage events were confirmed based on the evaluation of the submitted log file. Submitted x-rays were reviewed and did not reveal any obvious areas of shield breakdown. Approximately 18 inches of the external portion/distal end of the percutaneous lead (lead) was returned. Continuity testing was performed on the returned portion of the lead and and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange wire adjacent to the metal/controller connector. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the orange wire were exposed. The insulation breach of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breached orange wire would have interrupted function as a result of the exposed conductors contacting the braided shield and shorting to ground while the device was supported by the power module. This short to ground would have caused the reported pump stoppage events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that interrogation of the system controller in clinic revealed pump stoppages on (B)(6) 2016. Review of the submitted log file by the manufacturer's technical services representative indicated that the two events both occurred at the same time in the morning while supported on the power module patient cable. X-ray images did not show any obvious areas of concern internally or externally. The patient was reportedly asymptomatic. On 05/31/2016, an onsite continuity test of the percutaneous lead revealed no broken wires. A distal end percutaneous lead replacement was completed. After completing the percutaneous lead replacement, the patient was connected to a grounded patient cable and no pump stops were reproduced after performing movements that had previously generated alarms. No further information was provided.